Event description:
It was reported that during an open sigmoidectomy, the washer breaking sound was not heard. The anvil came off when removing the device. The additional cut and re-anastomosis were performed. The attached sound was heard when the anvil was attached to the trocar, and the indicator was in a green range. The doctor commented that the target tissue was thick and hard. There was no report that the patient had the radiation therapy before, but the tissue was too stiff, so there is a possibility that the patient had the radiation therapy before. The device was used between colon and rectum. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event: unknown; captured as awareness date. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 08/23/2022. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? No further information will be available. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No further information will be available. No further information will be provided.